Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and did adjustment, the provue is now able to read the dual population. Fe directed customer to run a control and rerun the patient sample, the provue posted a "?" When visually reviewed the well, there was a pink tint and some cell on top and a nice amount of cells the bottom of the well. The investigation determined that the most likely root cause of this event was instrument related.

Event description:
Customer stated that rh neg results were obtained from the provue on two samples from rh pos patient. Provue reported rh neg, while visual inspection detected weak reaction at the upper end of the well for both samples. A service order has been created. One sample was tested on (B)(6) and the other sample was tested on (B)(6). This is incident 1 of 2. (B)(4).